Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded three episodes of true ventricular arrhythmia. At the third episode, the morphology slightly changed into a very stable, wider and lower amplitude rhythm, until a shock was delivered. Technical services (ts) indicated that this morphology was double detected as it is wide, nonetheless, even if it was single counted it would get treated in conditional zone as the rate was above cutoff and had a different pattern than the template. The ts recommended to review the clinical condition of the patient, whether the medication can be adjusted or could be ablated, and a holter might be considered and discussed reprogram options. This s-ICD remains in service. No adverse patient effects were reported.